Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their health care professional had dropped his basal settings from 1.1 to 0.9 units and ever since then, he could not get his blood glucose levels go down below 500 mg/dl. The customer tried calling his health care professional but they would not answer. The customer had been bolusing with the insulin pump to bring their blood glucose down. The customer was walked through setting the basal back to 1.1 units. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.